Event description:
Caller reported cgm error 42. There was no reported impact to the customer's blood glucose level. Caller was advised to follow up when ready to complete a pump reset. Upon follow-up cts provided complete pump reset information. Cts walked caller through pump reset. Cgm error code did not display on the pump after reset. Caller successfully started their sensor session.